Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer displayed a serious software problem. During interrogation of the implantable device, the programmer froze while formatting reports and subsequently hung. It was noted that the programmer then reverted to a black screen displaying error code. Troubleshooting steps were taken to update the programmer using local area network which resolved the issue. The programmer remains in use. There was no patient involvement.